Event description:
A report was received that the patient had pain at the ipg site. Physical exam revealed malrotation of the ipg. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the ipg site pain, difficulty charging, ipg malrotation, migration to the patient's midline, protrusion and discomfort were all because of weight loss.

Event description:
A report was received that the patient had pain at the ipg site. Physical exam revealed malrotation of the ipg. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well post-operatively.